Event description:
It was reported that the procedure was to treat a mildly calcified left external iliac artery. An unspecified stent was implanted and a 6.0x29mm omnilink stent was attempted to be advance through the stent; however, felt resistance with the previously implanted stent and the physician decided to remove the stent. Once removed it was noted that the stent was still on the delivery catheter; however, noted to be loose. Therefore, the unspecified sheath was repositioned and a new 6x39mm omnilink stent crossed without issue and was successfully implanted. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.